Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a nurse started a new primary line of zosyn to infuse at 200 ml/hr when she noticed the pump alarming with air in line (ail). Even though the line had been primed to remove all the ail. When the nurse opened the pump chamber to assess the ail she felt a shock go through her left arm. At the same time, the patient felt a shock go through her right arm. Neither the patient, nor the nurse, had residual pain.

Manufacturer narrative:
The customer¿s report of being shocked when opening the pump chamber could not be confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows that at 5:06pm on (B)(6) 2015 the pump module was programmed using guardrails IV fluids to infuse maintenance ivf at 999ml/hr with a vtbi of 475ml. Seconds later an air in line alarm occurred and the device was restarted. At 5:35pm the infusion completed and went into kvo. The module was channeled off a few seconds later which powered off the pcu. At 10:10pm, the pcu was powered on again, and piperacillin/tazo was programmed to infuse a vtbi of 100 ml at 200ml/hr. This infusion completed at 10:41pm and went into kvo. The device was paused three minutes later, then channeled off at 11:05pm, which powered off the pcu. Key press programming replication was performed with customer¿s system connected to a grounded power ac source. Additionally, the system was installed onto an in-house test IV pole for testing. No shock was identified from the pump module or the pcu. The system¿s ground resistance and ground leakage tests were observed to be in specification. Testing found no existing malfunctions with the source device that may have contributed to the reported incident. A root cause could not be identified.